Event description:
It was reported that the patient has had an allergic reaction the fiber wire suture used to repair a deltoid opening for a mini-open rotator cuff repair. The date of the original surgery/implantation of the device was (B)(6) 2008. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The lot number was not provided, therefore, the device history record could not be reviewed and the manufacturing date could not be determined. The issue is most likely related to an adverse reaction of the patient to the material(s) implanted. Product dfu warns of a possible allergic reaction to the implant materials. Patient sensitivity should always be considered/rule out prior to the procedure. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.